Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). H10: a philips remote service engineer (rse) remotely interviewed the customer and provided the customer with a quote for repair. The customer didn't respond to the quote and therefore the cause of the reported problem was not confirmed. If additional information is later obtained, the complaint will be reopened. The device remains at the customer site. H3 other text : see h10.

Event description:
It was reported that there was a speaker malfunction. It is unknown if there was still sound coming from the device. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.